Event description:
It was reported that patient was revised on a right hip due to loosening. Non stryker components were explanted. During the revision surgery upon insertion of the trial stem it was stuck in the canal and broke in half. Upon extraction the threaded extractor broke in the stem. Surgeon used another trial and extractor and completed the surgery without any delays.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. No material or manufacturing defects were observed on the device features examined. Visual inspection confirmed the reported event - the threads fractured. There have been no other events for the lot referenced. A material analysis was not performed, as thread damage/fracture is a known failure. The fracture surface is consistent with an overload condition. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient was revised on a right hip due to loosening. Non stryker components were explanted. During the revision surgery upon insertion of the trial stem it was stuck in the canal and broke in half. Upon extraction the threaded extractor broke in the stem. Surgeon used another trial and extractor and completed the surgery without any delays.